Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. No harm requiring medical intervention was reported. Customer stated that drive support cap was flush. Customer stated that she was changing infusion set then she got the motor error last night, after that, they got a no delivery alarm. Customer stated that they had quite high blood glucose, offered to troubleshoot for high blood glucose and no delivery, but customer declined. The device will be returned for analysis.

Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime or a33 test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The drive support was inspected and no anomaly was noted.